Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd self identified a vulnerability on bd pyxis¿ medstation¿ es through security scanning. Open tftp server (1.64) is affected by cve 2018-10387. Public vulnerability sources describe this issue as a heap based overflow vulnerability in tftp server sp 1.66 and earlier that allows remote attackers to perform denial of service or possibly execute arbitrary code via a long tftp error packet. The pre-mitigation cvss 3.1 vector is {{cvss:3.1/av: n/ac: l/pr: n/ui: n/s: u/c:h/I:h/a:h}} with score 9.8 (critical). There was no patient involvement, no harm, and no delay in dispensing.